Event description:
Same case as MFR# 6000093-2005-00499. Five days after a drug eluting stenting teatment procedure, a subacute thrombosis (sat) occurred. The patient had two taxus drug eluting stents placed due to an acute myocardial infarction. The taxus express 8.8% 2.75 x 24 mm and 2.75 x 8 mm drug eluting stents were successfully placed, treating a 90% stenosed right coronary artery (rca). Two days later, the patient was transferred to another station within the hospital and the palvix and aspirin were discontinued. Five days after the initial procedure, the patient returned to the cath lab. Repeat angiography revealed a sat in the rca. It is unknown what was done to treat the sat. In the opinion of the physician, the sat is not related to the taxus stents.